Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat in-stent restenosis in the proximal left anterior descending (lad) artery. The lesion was pre-dilated with a non-abbott balloon and a xience alpine stent was deployed. The 3.50x12mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance to the lesion. During the first inflation, the balloon ruptured at 16 atmospheres. The bdc was removed without resistance and was replaced with a non-abbott balloon to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.